Event description:
It was reported that an ilet user experienced an occlusion with an ¿insulin dosing stops soon¿ alert while the sensor was not connected and the user had detached and thrown the device, after which dosing was restored only after changing all infusion supplies, consistent with an obstruction of flow associated with the infusion set and connector. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem and an obstruction of flow localized to the connector/coupler of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.